Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
From additional information received, it was reported that the patient's knee has increased instability due to general usage and decreased ligaments integrity.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Medical products: unknown femoral component, catalog # unknown, lot # unknown; unknown articular surface, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-03689, 0001825034-2019-03692. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is experiencing unknown issue. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.